Event description:
It was reported a patient experienced an umbilical hernia coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The umbilical hernia was manifested by a bulge in the abdomen. The patient then has the hernia surgically repaired in the hospital as an outpatient and was discharged the same day after the surgery. The cause of the hernia was unknown. Three days prior to the surgical repair, pd therapy was temporarily discontinued and was restarted twenty-eight days after the surgical repair. At the time of this report the patient had recovered from the umbilical hernia event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The device was not returned, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The exact date of the onset of the hernia was unknown; however, it was reported to be in (B)(6) 2013, prior to (B)(6) 2013, when pd therapy was withdrawn to prepare for the hernia surgery on (B)(6) 2013. Should additional relevant information become available, a supplemental report will be submitted.